Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system- driveline extension cable, model #: 100 / catalog #: 100. / expiration date: unknown / serial or lot#: unknown UDI #: unknown. Device available for evalution?: no. Mfg date: unknown. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the wet test, "driveline extension cable fault alarms" were heard from the controller. This was later clarified as an electrical fault alarm followed by a ventricular assist device (vad) disconnect alarm. It was further reported that a second wet test was performed with the same driveline extension cable and controller, and normal vad performance was noted. The vad was then successfully implanted. The driveline extension cable and controller remained in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the driveline extension cable was returned for evaluation. The controller was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned driveline extension cable revealed that the device passed visual examination and functional testing. No anomalies were observed and electrical fault alarms were not replicated during bench testing. Review of the controller log files revealed an electrical fault alarm logged on (B)(6) 2021 at 08:48:56 due to the rear stator not being connected, causing the pump to run on a single stator (front stator only). A vad disconnect alarm was subsequently logged at 08:49:13 due to open phases on both stators. As a result, the reported event was confirmed. Based on the available information, a possible root cause of the reported event can be attributed, but not limited, to a marginal connection between the driveline extension cable and the controller, a marginal connection between the driveline extension cable and the driveline, and/or contamination in the connector(s). Additional products: d4: serial or lot#: unk - driveline extension cable d9: yes, return date: 01-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.